Event description:
Customer is complaining about: customer reporting contacting cts to request service to address a reported event of a no sample no error to b9 positon to a plate. Assay (B)(4) kit lot# chk573. (B)(4). Tip lot# 13112p7. Customer reports the plates in question was pipetted and the observed failed dispensing was noted by the technologist. Complainant name: same as reporter. Problem description: issue started on: (B)(6) 2013, frequency: x1, error occurred during: none, was any action performed which could lead to the error: no, other error code: none. Trace/log files from instrumentation: n/a. Troubleshooting: detail any action performed by the customer before calling: plate aborted and repipetted on an alternative summit. Detail any maintenance: n/a. Plan of action: detail next step or any corrective action proposed - service. This customer demands service without prior troubleshooting. A service order has been created. Fe will investigate, resolve and properly close this call.

Manufacturer narrative:
Customer letter ((B)(4)) was sent 11/2/2005 to all customers to inform them of an issue when using ortho summit sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide. (B)(4).